Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6), product ID: bi71000529, serial/lot #: (B)(6). H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep installed a new pendant due to buttons not operating smoothly. Replaced motion controller due to action intermittently not working. Installed firmware for pendant and motion controller. Performed testing. Returned to service. Codes: b01, c07, d02 the pendant was returned for analysis. It was installed into a test system. The system and pendant boot as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Worn pendant. Codes: b01, c07, d02 returned: 2024-dec-11 the rotor was returned for analysis. It was installed into a test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. The door opened and closed several times without issue. No fault found while under test. Codes: b01, c19, d14 returned: 2024-dec-09. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry door was unable to open. This issue occurred intra operatively and no additional information was provided. Additional information was received. It was reported that patient was not harmed and spin was performed at the end of the case. There was a surgical delay of 15 minutes.